Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has a crack on the reservoir compartment and the reservoir is unable to lock in place. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The customer smelled insulin in the reservoir compartment as if a reservoir had leaked. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will be returned for analysis.